Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging inaccurate high results. This complaint is being reported because the reported results of 130mg/dl compared to 100mg/dl on an ultra 2 meter performed less than 30 minutes apart. Did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.